Event description:
A component within the electrical compartment of the boiler to a steam sterilizer overheated causing an odor and smoke. The fire department was called and responded, they ensured the power was disconnected and the area safe. No flames were witnessed. Components internal to the boiler electrical compartment were damaged due to the overheating. Smoke residue in the room was reported.